Event description:
It was reported that the patient indicated getting "burned" when the device was implanted, and feels the device is sticking to the skin. The patient is also concerned about the wire over the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.